Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, mid-right coronary artery (mrca). Pre-dilation was successfully performed and a 3x23mm xience sierra drug eluting stent (des) delivery system was advanced; however, the stent was unable to cross the lesion. The des was removed, and additional pre-dilation was performed a second time with a different size catheter. The stent was advanced a second time but did not cross the lesion once again. The stent was removed and a third, different sized catheter was attempted but the des was still unable to cross the lesion and was withdrawn from the anatomy. After removing the device on the third attempt, it was observed that the stent was no longer on the balloon. Imaging showed that the stent was still crimped and was stuck in the proximal rca. The procedure was discontinued, and the patient was immediately transferred to a nearby hospital for additional intervention. There was no adverse patient sequela reported in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.